Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06417. The patient is implanted with three leads from two separate lot numbers. It was reported the patient is no longer using his scs system. The patient stated the stimulation was mostly in his abdominal area not in his back where he needs it. Reprogramming was unable to provide any pain relief. The patient would like to have his system removed.